Manufacturer narrative:
The device was returned for evaluation. The reported difficult to flush was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficulty or inability to flush the device during preparation may include, but are not limited to lumen obstruction, incorrect user technique (marker lumen flushing). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6 correction: health effect impact code 2645 removed, 4641 added.

Event description:
It was reported that the proglide device was unable to be flushed through the marker lumen during preparation of the device for use. The device was not used. There was no patient involvement. The proglide device was returned with blood in the marker lumen of the device. Follow-up with the site was performed and the site re-confirmed the device was not used in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the proglide device was unable to be flushed through the marker lumen during preparation of the device for use. The device was not used. There was no patient involvement. No additional information was provided. The proglide device was returned with blood in the marker lumen of the device.